Event description:
A malfunction alarm with code "malf 12" was reported, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The customer did not reset the pump within the last 24 hours, so customer technical support (cts) provided pump reset information and assisted with resetting. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappears and acknowledged this guidance.